Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced due to dislodgement. It was replaced with an epicardial lead. No know adverse patient events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.